Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively determined through this evaluation. The patient¿s cardiogenic shock and kidney injury resolved on (B)(6) 2021 and (B)(6) 2021, respectively. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a day after implant vasoplegia was noted post a cardiopulmonary bypass (cpb) for cardiogenic shock and the patient was administered methylene blue administration. The patient had rapid down titration of medications after the operating room and had brief hypotension, fluid resuscitation and right ventricular dilation. They were put on inotrope support and was stable. The patient was given packed red blood cells and fresh frozen plasma (ffp) due to acute chronic microcytic anemia. The patient had hypokalemia and was put on significant doses of diuretics. The patient also had respiratory failure and hypoxemia with pulmonary edema in the setting of volume overload. A thoracentesis was performed. The patient complications resolved without sequelae. The patient was noted to have an acute on chronic kidney injury with a creatine of 1.9. The patient's hemodynamic support with inotropes was continued and the acute chronic kidney injury resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on the hm 3 lvas, serial number (B)(6), until the patient ultimately passed away on (B)(6) 2023 as reported under MFR #: (B)(4). No product was returned for evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including various forms of organ failure (including respiratory failure, renal dysfunction, right heart failure, and hepatic dysfunction), bleeding, and venous thromboembolism as adverse events that may be associated with the use of the hm 3 lvas. Section 6, "patient care and management", states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. This section also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's hypervolemia, pericardial effusion, and venous thromboembolism all resolved without sequelae.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was given two units of packed red blood cells and one fresh frozen plasma (ffp) with a decrease in CT output due to acute chronic microcytic anemia. On (B)(6) 2021, the patient had transaminitis and was treated with a high dose of intravenous thiamine and the transaminitis resolved on (B)(6) 2021. On (B)(6) 2021, the patient was treated for hypophosphatemia which resolved the same day after treatment. The patient also had a left upper extremity deep vein thrombosis. The patient had been on warfarin at time of the diagnosis. Disseminated intravascular coagulation (dic) labs were negative and the patient continued anticoagulation therapy. The patient was also noted to have thrombophilia. The patient had international normalized ratio out of date ranges since (B)(6) 2021. The dates include (B)(6) 2022 and (B)(6) 2023. On (B)(6) 2021, the patient was noted to have respiratory failure and hypoxemia with pulmonary edema in the setting of volume overload. On (B)(6) 2021 the patient had a right heart catheterization with a leave in swann due to biventricular failure and an echocardiogram that showed a small circumferential pericardial effusion. On (B)(6) 2021, the patient experienced 'delirium' in the form of agitated and disturbed sleep cycles that were treated with several medications. The medications were all stopped at discharge. The symptoms resolved by (B)(6) 2021. On (B)(6) 2021, the patient had leukocytosis with a fever resulting in a thoracentesis to rule out infection. The thoracentesis was negative as well as all cultures and the symptoms resolved by (B)(6) 2021. The leukocytosis was thought to be a result of the patient¿s recent surgery. On (B)(6) 2021, another echocardiogram showed severe mitral valve regurgitation and the patient¿s speed was manually changed. The patient also had an intermittently mild epistaxis episode that resolved without intervention on (B)(6) 2021. The patient¿s creatinine was increased from 1.58 to 1.98 due to suspected fluid overload. The patient was given 150 mg of torsemide twice daily at discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was noted to have cardiogenic shock, right ventricular dilation, and acute on chronic kidney injury with a creatinine level of 1.9. The patient's hemodynamic support with inotropes was continued and the acute chronic kidney injury resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after implant and coming off cardiopulmonary bypass (cpb) the patient became briefly hypotensive and developed vasoplegia. Fluid resuscitation, methylene blue, packed red blood cells and fresh frozen plasma (ffp) were administered. Additionally, the patient was put on inotrope support and was stabilized. Complications resolved without sequelae. In addition, the patient was noted to have respiratory failure and hypoxemia.